Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the contact was unable to observe insulin drops exit the infusion set tubing during the fill tubing process. The contact used a new cartridge and confirmed insulin exited the tubing after filling approximately 16 units of insulin. Customer's blood glucose was 454 mg/dl at the time of the report.